Manufacturer narrative:
The product involved in the report was not returned for evaluation. The device history record for lot 0004292311 was reviewed and the product was produced according to product specifications. The root cause was determined be user related. All information reasonably known as of 07 nov 2025 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by sun med holdings llc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to sun med holdings llc. Sun med holdings llc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the sun med holdings complaint database and identified as (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an sun med holdings llc. Product is defective or caused serious injury.

Event description:
It was reported, the pediatric patient's oxygen requirements had been going up and down since around 1 am. [The] patient had alot of secretions [and] required alot of bis as well as increased oxygen flows to 9 lpm teed into the circuit. After several times of bis the nurses were able to get patient back to 4lpm but then needed 5 lpm ultimately. On the last monitoring, writer had a look at the back of the ventilator and noticed the oxygen tubing had completely folded in-half secondary to the cover for the astral home vent. Additional information provided 18sep2025 reported, temporary harm was reported, which resolved when the tubing was unkinked. It was additionally reported, no medication or medical intervention was provided to the patient after the oxygen tubing was unkinked.